Event description:
During plantar fasciotomy, the needle broke off and was left in the patient's heel. Doctor removed the needle. Replaced the defective hand piece with another out of reps trunk stock and completed the case successfully.

Manufacturer narrative:
The reporter was present during the event. The doctor intervened by removing the needle and finishing the procedure with a different unit. By design (shape of nose cone and length of needle), the needle can never be fully implanted if it separates and remains in the patient. There were no injuries or adverse events to the patient due to the unit malfunction. The handpiece was rec'd without the needle. It was not possible to confirm how the needle broke. Historically, breakage occurs during side-load force due to aggressive behavior. Refer to our internal document (B)(4).